Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a 3.5 x 13mm cypher select stent implanted in the calcified, proximal circumflex in 2006. When the pt returned nine months later, the angiogram revealed that the pt had in-stent restenosis. The pt had a 3.5 x 12mm xience v placed at lesion in order to treat the restenosis. The pt's medications include the following: naci, nitro, fantanyl, solucortef, gravol, heparin and aspirin.